Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed by tech services. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, the image would cut out while the blade was in the patient's mouth. A delay in the procedure of unknown duration occurred as a unreported back-up device was obtained. No harm to patient or user was reported.